Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the betadine pack was dry and the tip cap was off in the packing. It was also stated that in a previous order the catheter funnel was falling apart and broken into pieces. It was noted that the patient had been using purewick products for about 90 days.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "error of inspector". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the betadine pack was dry and the tip cap was off in the packing. It was also stated that in a previous order the catheter funnel was falling apart and broken into pieces. It was noted that the patient had been using purewick products for about 90 days. Per follow up via phone on 13sep2021, stated that the product 4a5144 (bag catheter) experienced the cap not being on the tip of the catheters when they are received and no betadine on the que tips. Product 53614g (straight tip) experienced the ends not being polished so they are not smooth, has divets in them, concern small pieces may break off during use.